Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair surgery, after the fast fix t1 implant was deployed, the t2 deployed prematurely. Both ts were deployed. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was returned outside of original packaging. The device is without t1 anchor, t2 anchor, and suture. The deployment needle is in the t2 pre-deployment position indicating the device was actuated once to deploy t1 anchor. A functional evaluation revealed the device functions as expected. The device was confirmed to be in the t2 pre-deployment position as first depression of deployment knob reset the device to the t1 pre-deployment position. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.